Event description:
It was reported that the pulse generator exhibited backup mode. A software download failed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received as received, the pulse generator exhibited loss of output and telemetry due to a depleted battery. The device was in backup vvi mode. Due to insufficient information regarding parameter settings during service life, it was not possible to determine the expected longevity of the device. However, review of stored battery data found normal decrease of battery voltage as well as normal increase of battery impedance. After connecting the device to an external power supply, normal function ensued.